Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was also noted that the low voltage distal electrode had blood (not obstructed).

Event description:
It was reported that the patient had rotated the device in the pocket and dislodged the right atrial (ra) lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2012. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.